Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump and ipad can be paired but the circle kept turning and was saying connection with pump is being made and this has been going on alert. No harm and medical intervention were reported. No return expected.

Manufacturer narrative:
Summary analysis: an attempt was not made on the same device due to the lack of a similar device as in the report, but we have tested the issue on other devices: mmm app version 1.3.1 with the - iphone xs max (ios 16.0.2) + pump 770g (sw 5.3) - iphone xs max (ios 16.0.3) + pump 780 g (sw 6.7u) + simulated sensor the issue was not reproduced. The logs for this were not available and hence it is not possible for us to determine the root cause. However, most likely the issue arises due to the following reasons - ios device's bluetooth stack implementation features - pump software - radio interference - distance increase between ios device and a pump. The software performed as expected per ble connect ios and android mobile software requirements specifications, d00780504. The customer was advised to clear the bluetooth app cache and disable the battery optimization feature from their mobile settings. The helpline confirmed that they lost communication with the customer, so the ticket was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.